Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the blood glucose at the time of the incident was 36 mg/dl and current blood glucose is 66 mg/dl. The customer treated with the candy and orange juice. Troubleshooting was done for low blood glucose and over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege pump was under delivering because customer states that auto mode is automatically delivered insulin and not stopping when reaching the lows. The insulin pump will not be returned for analysis.